Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the staples were malformed at the first firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.